Event description:
The patient has two leads from the same lot number. It was reported the patient was not receiving effective stimulation. Diagnostic testing identified the patient's right lead had invalid impedances. A sjm representative was able to reprogram the patient. The patient stated she still was not receiving effective stimulation. The patient also stated what she described as the stimulation "pinching" her. Follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.